Event description:
A customer reported an image problem with the hd camera head during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to an olympus repair center and an evaluation was performed. Upon inspection and testing, the reported image problem was confirmed, caused by a faulty cable. In addition, the device failed a leak test. A puncture on the device cable and a smashed connector tip were also discovered. Based on the results of the investigation, the root cause of the image problem could not be identified. Temporarily flooding the cable part may cause poor communication, resulting in image loss and poor image transmission. This issue is addressed in the instructions for use (IFU): ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor the field performance of this device.